Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
On a change out, it was reported that the set screw would not tighten on an ellipse ICD. The set screws were returned for eval and a new device was implanted.

Manufacturer narrative:
The reported field event of a set screw anomaly could not be confirmed in the laboratory. The rv df-1 septum and set screw were not returned with the device. All other device connector blocks functioned properly. A spare set screw was used to examine the rv df-1 connector block and was found to be normal. The device was tested on the bench and no anomalies were found.